Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that an attempt to implant a new device was not successful because the physician stated that their leads were bad and closed the patient back up. The patient also reported that their heart has been racing at 80-90bpm ever since they were closed back up and the patient believed something is wrong with their device. Follow-up did not provide any additional information. The device and leads remains in use. No further patient complications have been reported as a result of this event.